Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3487a-56, lot# v117138, implanted: (B)(6) 2008, product type: lead. Product ID: 3487a-56, lot# v104285, implanted: (B)(6) 2008, product type: lead. Product ID: 377660, lot# v012086, implanted: (B)(6) 2008, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider and a patient who was implanted with a neurostimulator for chronic low back pain. It was reported that the patient was doing dishes at the time, felt a snap and burning pain in the middle of her back and could not bend forward, or twist to the left or right without causing a severe pain. The patient's wire came out of her device and was coiling around her mid back. The patient woke up and her back was hurting. She looked in a mirror and noticed that where her scar for the lead implant is, instead of the leads going straight up, there was one lead coiled into a circle and protruding her skin. It was extremely painful. The patient had an appointment with her health care provider regarding this issue on (B)(6) 2016 to get a print out of her device and then she would go into surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.